Event description:
Additional information was received. It was reported that the patient wanted a dose decrease and for the pump to be removed. It was stated that the pump contained dilaudid, morphine, droperidol, and nexium.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient wanted to have the device removed. It was indicated that the patient had never had therapeutic effect following the implant of a new pump and catheter. The patient had had two pumps and was tired of not having results. It was stated that the patient would start by contacting his implant physician. The device system was used to deliver fentanyl, clonidine, dilaudid, and marcaine. About a month later, it was reported that the patient¿s therapeutic effect was no better than with oral medications and he would prefer the oral medications to the pump. It was indicated that, prior to the pump, the patient had problems breathing due to a pain that felt like his ribs were piercing his lungs and the pain continued after the pump was implanted. It was noted that the patient¿s consistent chronic pain had given him high blood pressure. It reportedly started with consistent chronic cluster headaches for ten years and six months without a pain-free day. About ten years prior to report, the patient had another multiple sclerosis exacerbation and could not get out of bed for a decade and a half. It was stated that the pain then came and there was excruciating, irreparable, inoperable nerve damage. It was also noted that the patient had fibromyalgia, ¿ostio¿ that was ¿normal wear and tear¿, and rheumatoid arthritis. There had also been a healthcare provider (hcp) that thought the patient had leukemia, but it turned out to be prostate cancer. Subsequently, the patient had 45 days of radiation in 10 minute intervals. The reporter stated that the pump made the patient¿s ¿wife¿s cell count go up¿. As it was unclear with which pump each of the aforementioned issues took place with, the issues were reported for multiple pumps. Refer to manufacturer report #3007566237-2013-03928 for details pertaining to the patient¿s previous pump.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received. It was reported that the patient wanted the pump removed as he was no better at the time of report than he was ten years prior. It was also stated that this was not the first time he was having a problem with infections. At the time of report, the healthcare provider (hcp) was trying to contact a medtronic representative to come for an appointment. On the following day, it was reported that a medtronic representative would be attending the patient's appointment on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).